Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6). It was reported the patient experienced a sudden change in therapy/symptoms. The patient presented to the emergency room (ER) on (B)(6) with altered mental status. The patient seemed overmedicated, had weakness, and slow cognition. The pump was recently implanted, and the patient had a dose adjustment on (B)(6). The patient had experienced these symptoms since the adjustment. The hcp requested a representative to assist with adjusting the pump. No further complications were reported.